Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned broken/fractured at 211cm with core wire exposed. The distal tip was not returned. Hydrophilic coating was hydrated there were no anomalies noted. A functional inspection could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. During analysis it was noted that the guidewire was broken/fractured at 211cm with core wire exposed. The exposed core wire may indicate the device fractured during the manipulation inside the patient¿s moderately tortuous anatomy. The distal tip was not returned. The hydrophilic coating was hydrated there were no anomalies noted. An assignable cause of procedural factors will be assigned to the as reported/as analysed ¿guidewire broken/fractured during use¿ as well as the as reported 'device difficulty engaging target vessel' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a thrombectomy procedure in a patient with left middle cerebral artery mca m1acute cerebral infarction, the subject guidewire was not able to be advanced pass the occlusion to reach the distal. The operator withdrew the guidewire and felt the traction force at proximal of the guidewire spring back but could be removed out slowly. The distal soft segment could be developed but could not react to the manipulation. The operator thought the guidewire might be fractured so used other guidewire to make loop to work together with microcatheter to take the fractured subject guidewire out. The operator then decided to rearrange another surgery because the patient had in situ thrombus with chronic occlusion stenosis. The patient was discharged without any clinical consequences.

Event description:
It was reported that during a thrombectomy procedure in a patient with left middle cerebral artery mca m1acute cerebral infarction, the subject guidewire was not able to be advanced pass the occlusion to reach the distal. The operator withdrew the guidewire and felt the traction force at proximal of the guidewire spring back but could be removed out slowly. The distal soft segment could be developed but could not react to the manipulation. The operator thought the guidewire might be fractured so used other guidewire to make loop to work together with microcatheter to take the fractured subject guidewire out. The operator then decided to rearrange another surgery because the patient had in situ thrombus with chronic occlusion stenosis. The patient was discharged without any clinical consequences.

Manufacturer narrative:
The device is not available to the manufacturer.